Manufacturer narrative:
Product complaint # (B)(4). Investigation summary revision of an aml duraloc construct implanted on [date]. Left side. The reason for revision was due to poly wear. There was extensive of lysis through surrounding tissue due to poly wear, and the ceramic head had worn through the poly and was articulating on the duraloc cup. The site had to be thoroughly cleaned, and affected tissue removed. The liner and head were removed. The cup and stem were assessed for loosening. They were stable and were therefore retained. A zimmer dm cemented cup was cemented into the duraloc cup, our 22+4 head 1365-29-000 lot d24062571 was implanted with a zimmer dm poly liner. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint for the articul/eze zir ball 28 +5. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative:

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of an aml duraloc construct due to poly wear. Left side. There was extensive of lysis through surrounding tissue due to poly wear, and the ceramic head had worn through the poly and was articulating on the duraloc cup. The site had to be thoroughly cleaned, and affected tissue removed. The liner and head were removed. The cup and stem were assessed for loosening. They were stable and were therefore retained.